Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed displacement test, rewind, and basic occlusion test. The insulin pump alarmed motor error during bolus delivery and motor position encoder error alarm confirm in alarm history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure not detected during our testing. We were unable to confirm excessive no delivery alarm and complete functional test due to motor error alarm. No check settings alarm noted. The insulin pump was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received motor position encoder error alarm. The customer's blood glucose was unknown at the time of incident. The customer declined to troubleshoot. The insulin pump will be returned for analysis.